Event description:
The customer reported that about two months ago, an operator hurt her back while moving acobe spectra machine up a ramp. The operator did not require hospitalization and is doing fine. Patient (operator) information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, they believe the operator hurt her back in this incident due to an uneven ramp rather than due to the cobe spectra machine. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient's (operator's) identification, age and weight.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause could not be determined. No problem with the device was reported, so no checkout of the machine was performed. Per the customer, the reported condition was most likely due to the use of an uneven ramp.